Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valves were determined. Permeability test: a permeability test has indicated that the valve has a blockage. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in the horizontal position. Because the valve is not permeable, a computer controlled test is not possible. Adjustment test: the progav 2.0 was tested and is not adjustable. Braking force and brake function test: the brake functionality test has shown that wählen sie ein element aus. Internal inspection: after dismantling of the valve, deposits were found in. Result: in advance we would like to point out that the product was not submerged in liquid at the time of return. Therefore, a meaningful analysis with conclusive results is not possible. Returning products in a dry condition can lead to a change in the product, which can have a negative impact on functionality. Nevertheless, we examined the product. According to the investigation results, a non-adjustability and a blockage of the progav 2.0 was detected. The visible deposits have led to the functional deviations. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 (#fx502t) was implanted during a procedure performed on (B)(6) 2022. According to the complainant, the shunt system caused an overdrainage and had adjustment difficulties. The patient underwent a revision procedure on (B)(6) 2025. No patient complications were reported as a result of the revision procedure. The complained device was returned to the manufacturer for evaluation.